Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 794mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the bolus and found missing boluses for the day before his admission. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.